Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 78" and "defib fault 79" messages. The complainant indicated that there was no pt involvement in the reported malfunction.